Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products used in this study: carto system. Other companies¿ devices used in this study: ventricular (rv) catheter (inquiry ibi, 6 f, st. Jude medical), ensite-navxw, st. Jude medical. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 157 patients were enrolled for radiofrequency ablation undergoing ca for sustained vt under propofol sedation from january 2007 to october 2012. Among them, 1 patient with dilatative cardiomyopathy with a severe depressed lv function of 10% and a scar-related vt re-entry (cycle length 440 ms) had pericardial effusions, and the procedure was aborted due to persistent haemodynamic instability. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿propofol sedation administered by cardiologists for patients undergoing catheter ablation for ventricular tachycardia¿. The purpose of this study was to assess the safety and efficacy of continuous propofol sedation for vt ablation administered, monitored, and controlled entirely by the operating cardiologist and his team, without intubation or assisted ventilation. Suspect device is a 3.5 mm irrigated-tip navistar thermocool ablation catheter, however catalog and lot number is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.